Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. A contact name was not provided. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that fibrous foreign matter was found on the intraocular lens (model za9003 +22.0 diopter) after insertion into the patient's eye. Reportedly the lens was removed and replaced, during the same surgical procedure, with a pcb00 lens +19.5 diopter. No patient injury was reported. No further information was provided. Two mdrs will be submitted for this event. This report is to record the lens; a separate report will be filed for the cartridge.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed. A video of the procedure was provided and it was evaluated. Something at the edge of the intraocular lens was observed. The customer's reported complaint was confirmed but it was not possible to determine what the object was or the source. During manufacturing, each lens is 100% cleaned and inspected using 10x microscope magnification; therefore it is very unlikely that a foreign matter or particle of the size shown in the video could be present on the lens. There is no evidence to suggest that the complaint lens has been affected by the manufacturing process. A product deficiency could not be identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. In addition sterilization records were reviewed: sterilization was processed and no deviations were found that affects the sterility of the device. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.